Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the tavar procedure was completed using another c-arm that was brought into the room. The philips field service engineer inspected the system onsite and confirmed that the system was unable to perform fluoroscopy. Review of the logfile shows a generator warning 10ll and multiple red leds on the roco (rotor controller). Upon troubleshooting, the philips field service engineer (fse) checked the system onsite, and the customer reported hearing a popping sound during fluoroscopy, after which the system stopped producing x-rays. On further troubleshooting the fse also found a tube rotation error on the monitor. The fse measured the stator cable at the tube; all inductance values were within limits, but two resistance values were slightly out of specification. The fse did lcr meter checks of the stator windings and filaments and found within specification, but the rotor control was deemed defective. To resolve the issue, the fse ordered and replaced the roco velara (rotor controller) replacement kit in accordance with the generator repair manual. The defective part was sent for analysis, for roco (rotor controller) failure was confirmed and the cause of failure was found to be a short circuit. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform fluoroscopy. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.